Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet pump would not charge the device, with the charger displaying a flashing green light, and attempts to reseat the cord and use different outlets were unsuccessful. Symptoms included no adverse clinical effects. Outcomes included replacement of the charger and completion of troubleshooting and education. Investigation included user-guided troubleshooting to verify power sources and rule out environmental interference. Investigation of this case revealed a nonfunctioning external power accessory consistent with a charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger.